Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had an e2 error code and was humming when not in use was confirmed. An assessment was performed on the device which found that the motor gave an e2 error code. During repair it was observed that the motor shows corrosion and there is moisture on the flex circuit. It was determined that this condition was due to immersion / improper cleaning and caused the motor's internal bearings to seize and create the e2 error code. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI - (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was displaying an e2 error code and making a humming noise when not in use. It was reported that there was no delay in a scheduled procedure as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.